Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -14.0 into the patient's left eye (os), the lens tore. The lens was implanted and removed on (B)(6) 2018. Reportedly, on (B)(6) 2018 an alternate lens was implanted and the problem is resolved. The reporter states "the lens was torn apart when it was implanted into the anterior chamber. Therefore, the surgeon had to change [to] another lens."

Manufacturer narrative:
Previous statement: the lens was implanted and removed on (B)(6) 2018. Reportedly, on (B)(6) 2018 an alternate lens was implanted and the problem is resolved. Corrected statement: the lens was implanted on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with an alternate lens. The problem is resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn. Claim# (B)(4).